Event description:
After a successful diagnostic laparoscopy with lysis of adhesions the surgeon noticed a donut shaped injury to the pt's large bowel. A laparotomy was not performed. The injury was sutured laparscopically and the knot tied extracorporally. The pt was doing fine at the time an encsion employee visited the hospital to inspect and test the encsion equipment used during the procedure, which included a maryland dissector and disposable scissors insert for the aem handle assembly, the aem monitor and associated cord and adapters. The aspen excalibur electrosurgical generator was set at 35w spray coag. The electrosurgical instruments were introduced through the main operating port. The laparoscope was introduced through another port. The trocars used were plastic reposables. No insulation failure indicator was reported on the aem monitor. The surgeon confirmed that the aem monitor inhibit adapter was properly plugged into the electrosurgical generator.